Manufacturer narrative:
(B)(4).

Event description:
A pump memory error was reported. Potential electromagnetic interference (emi) was suspected but it was noted that updates did go through. Physician had trouble with getting the green light to show on the programming head. Error occurred during update. The pump was later updated with correct settings.